Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that insertable cardiac monitor (icm) monitoring was disabled due to a suspected device malfunction, identified by technical services as a general device malfunction warning. Additional information indicates that the icm was evaluated by engineering. The last payload appeared normal; however, no data has been uploaded for several days. Based on the evaluation, the most likely cause is that the icm device is in bootloader mode, which is not recoverable. Engineering recommended returning the icm device for further analysis. No adverse patient effects were reported. This icm remains in service.